Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was being used during ligation on a bypass procedure however, the patient had a bleeding 8 hours after the procedure. It was stated that the bleeding was not more than 500cc. Medical treatment was done to resolve the issue.